Event description:
A female consumer received one treatment of injectable poly-l-lactic acid (sculptra aesthetic) 1 cc for cosmetic reasons in the upper malar area last week in 2009. Two to three days after the injection (the same month), she developed a non-visible papule in the tear duct area of the left eye. The pt had been massaging the area in an upward fashion, but the injection was not near the area of the papule. The nurse left that the poly-l-lactic acid moved to that area. No further relevant info reported.

Manufacturer narrative:
Agree with decision tree. Qc check performed.